Manufacturer narrative:
Follow-up # 1 date of submission 05/02/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/22/2014 with the following results:the test cap and returned battery cap were unable to securely attach to the pump; the battery compartment was found to have stripped threads.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery cap was unable to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.